Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) box was returned for investigation. Visual inspection of the as returned product identified the implant box was opened, and that the vial tamper ring is broken. The internal components of the vial include only the carrier. The implant, mount, and cover screw are missing. The device is not indicated to have been used in a patient. However, the exact details of the device condition, when received by the customer, are unknown. The reported event could not be recreated due to the nature of the dental device and event (packaging malfunction). DHR review was completed for the subject lot number 1220758. It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A review of the package inspection confirmed that all inspected packaging contained the correct quantity and type of part. A complaint history review was performed for the reported lot number (1220758) for a similar event and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (missing components) or product (tsvh11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Additional PMA/ 510(k) number: k013227.

Event description:
It was reported that dental implant (tsvh11) was not found in the package. Procedure was completed using another implant.